Manufacturer narrative:
The scope pcf-h190dl serial # (B)(4) was returned for evaluation and repair. Visual inspection was performed and found that the forceps passage (ad) boroscope channel was damaged. The labels are peeling. The a rubber glue of the scope was found cracked and 1 frayed wire was found on the bending section. Cracks and scratches found on light guide channel as well as insertion tube. Based on device evaluation, the likely cause of the damages found on the scope was due to mishandling. As a preventive measure, the instruction manual states: the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus. After using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.

Event description:
It was reported that during an unspecified procedure on (B)(6) 2020, the user was inserting a forcep and observed that a dilation sleeve was stuck in the scope channel. The user immediately pulled out the scope and retrieved the sleeve. The intended procedure was completed using another scope. No patient harm or injury reported due to the event. In addition, prior to the reported event on (B)(6) 2020, it was reported that the subject scope was used on unspecified procedure. The scope was reprocessed and used on around 12 other patients before noticing the piece stuck inside the scope channel that was used on a procedure performed on (B)(6) 2020. To date there are no reports of patient infections due to the incident. The subject device was returned to olympus for repair and evaluation.